Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope's ultrasound images disappeared during angle operation due to damage to the ultrasound probe. There were no reports of patient involvement.